Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014. The stent remains implanted. The delivery system has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the deployed length of the stent was less than what was expected. Therefore, a second stent was deployed at the treatment site.